Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for multiple assays for two patient samples. Of the data provided, only the results for one sample were discrepant and reported outside the laboratory. The doctor was notified of the questionable results and a new sample was drawn. The repeat results were from the new sample tested on another analyzer as the original sample did not have a sufficient amount of sample left to perform any repeat testing. The initial calcium result was 3.6 mg/dl with a data flag and the repeat result was 9.6 mg/dl. The initial glucose result was 35 with a data flag and 36 mg/dl with a data flag and the repeat result was 106 mg/dl. The initial potassium result was 2.23 mmol/l with a data flag and the repeat result was 4.16 mmol/l. There was no adverse event. The glucose reagent lot number was 115659. The calcium reagent lot number was 140411. The potassium electrode lot number was requested but was not provided. The expiration dates were requested but were not provided. The field service representative found there was a fluidics failure and the reaction cells were all flooded with water and causing cross contamination. He performed a mechanism check and found a nozzle on the rinse mechanism was not in place. He replaced the nozzle holder and performed a water incubator exchange, wash reaction parts, and a cell blank measurement which were all okay. He checked the water levels on the cuvettes which were okay. He checked the probe alignments and rinse levels which were all okay. He determined the analyzer was working within specification. The customer performed qc and verified the results were within specification. The field service representative performed precision testing with results within specification. Upon follow up with the customer, he stated they have not had any other issues since service visit.